Manufacturer narrative:
Other applicable components are: product ID: 3889-28, lot#: va1h0xb, implanted: (B)(6) 2017, explanted: (B)(6) 2018. Product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 18-may-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturer representative regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. A partial explant was reported. It was reported that the doctor gave an effort to remove all of the lead, but part of it broke and could not be retrieved. No further complications were reported or anticipated.

Manufacturer narrative:
(B)(4) removed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va1h0xb, implanted: (B)(6) 2017, explanted: (B)(6) 2018, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep) who confirmed the information with the healthcare provider (hcp). The rep and healthcare provider (hcp) couldn't determine why the lead broke. They also said they couldn't see inside the patient and determine where it broke. No further patient complications have been reported as a result of this event.